Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the right coronary artery and the left anterior descending artery. Four xience xpedition stents (3.0x18, 2.50x28, 2.50x15 and 2.75x23) were implanted without issue. The patient died later that day. Per the physician, the cause of death is unknown. No additional information was provided.